Manufacturer narrative:
The customer noted that there were no errors in the event log and the instrument appeared to be running fine. Bci hotline advised the customer to discontinue running the instrument until service arrives. Service was dispatched on (B)(4) 2011. The field service engineer (fse) found a split in the wash buffer transfer pump tubing. The fse replaced all tubing in the fluidics drawer. Hardware was the root cause for this event.

Event description:
1. A customer contacted beckman coulter, inc (bci) to report a leak coming from unicel dxi 800 access immunoassay system. The customer stated the leak was running over the liquid waste containers and down onto the floor. There was no report of injury.